Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 598 mg/dl. Customer reported to have changed infusion set three times on that date and blood glucose continued to elevated. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose, stating that it was an isolated incident and everything began to function properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.